Manufacturer narrative:
On 15-aug-2016, an was dispatched to the customer site to address the reported event. The fse adjusted the bf incubator in the y axis by moving the base of the incubator and adjusted the cup transfer bf position z height. The fse also rasied the claw a little to avoid cuping. The fse lubracated the x axis rail and adjust the bf probe in x and y axis and ran controls. The aia-2000 was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to bf incubator base screws loose causing misalignment in the y axis. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 a customer reported error 4163 (x-axis cup transfer z home overrun) on the aia-2000 analyzer. The customer is unable to run prog, e2 and lh2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog, e2 and lh2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.